Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿bung¿ of a 500 ml intravia empty container was disintegrating. This occurred an unspecified amount of time after the bag was removed from its overpouch. There was no patient involvement. No additional information is available.